Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical products: medical product: unknown, therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete,a supplemental medwatch 3500a will be submitted.

Event description:
Bhs causing pain, shock, patient's heart acting funny. It was reported that the patient's bhs is making her heart act funny - micro valve issue- she's coded twice- stopped using it. She used the device the whole 10 hours. The patient stated that she touched metal got shocked, and had pain too. Her ankle and calves had a lot twitching, and her foot would hurt. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient had metal in her body a long time ago. It was taken out in 2014 due to a motorcycle incident. On the other foot that does not hurt. The patient has not called her doctor. She will call to make an appointment for next week and see what the doctor says. It was reported that no further information is available

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type, h5, h8. Additional information - d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, h10: additional narrative, h11. The bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 10 hours and was used for 9 days. Review of the DHR indicates that the unit was manufactured on june 14, 2021. No abnormal conditions were reported. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on (B)(6) 2025 and tf0804.d05 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of (B)(6) 2024. The failure was not confirmed for the reported condition of "bhs causing pain, shock, patient's heart acting funny". The controller was tested and operates as intended. Review of complaint history identified (16) total complaints from (oct 8, 2020) to (oct 8, 2021) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
Bhs causing pain, shock, patient's heart acting funny. It was reported that the patient's bhs is making her heart act funny - micro valve issue- shes coded twice- stopped using it. She used the device the whole 10 hours. The patient stated that she touched metal got shocked, and had pain too. Her ankle and calves had a lot twitching, and her foot would hurt. The patient rated the pain as a 10 on a scale of 1 to 10, with 10 being the highest. The patient had metal in her body a long time ago. It was taken out in 2014 due to a motorcycle incident. On the other foot that does not hurt. The patient has not called her doctor. She will call to make an appointment for next week and see what the doctor says. It was reported that no further information is available it was later reported that the patient was told by the orthopedist not to use the device. The sales representative was contacted about the possibility of using the orthopak instead.